Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results: only the open tyvek pouch was returned and it was observed that the tyvek was wrinkled and dirty. No other issues were noted. The reported event was not confirmed. The component review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was attempted to be deployed, but the band failed to deploy. This caused the patient to bleed and the physician stopped the bleeding with a series of treatments. The exact treatments reported for the bleed were not reported, however, it was reported that the bleed was not serious. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. No serious injury reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on september 18, 2020. It was reported that techniques were performed during the original banding procedure and a hemostatic gel was used to stop the bleeding.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was attempted to be deployed, but the band failed to deploy. This caused the patient to bleed and the physician stopped the bleeding with a series of treatments. The exact treatments reported for the bleed were not reported, however, it was reported that the bleed was not serious. Reportedly, the device was removed, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. No serious injury reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.